Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alam was noted and the motor passed the motor test. The insulin pump was received with a cracked display window, cracked case at display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported a motor error alarm during a bolus delivery. The blood glucose reading was 471 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.